Event description:
It was reported that the patient's performance has decreased, she has access to sound but does not understand speech.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.